Event description:
It was reported that during follow up t-wave double counting was observed via stored egm. The sensing threshold decreased at the same time. There were no further episodes afterward and the sensing threshold increased to normal range. All electrical measurements were normal during follow up. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.